Event description:
FDA adverse event narrative dysport / rha 3 filler patient narrative: on (B)(6) 2024, I received my first ½ syringe of rha 3 filler injected into my lips at (B)(6). In (B)(6). This initial appointment resulted in no adverse effects. While I had initially inquired about using a full syringe, the provider ((B)(6)) recommended starting with half for my first treatment, and I tolerated it well. On (B)(6)2024, I returned to (B)(6) for dysport injections (my first experience with this product), and was also told it was "safe" to inject the remaining ½ syringe of rha 3. At the time of the visit, visible filler migration was present -- two vertical lines had appeared above my lips, which I brought to (B)(6) attention. She stated it "would take time to settle." After signing electronic consent forms via email, I received dysport injections. Within 45 minutes of leaving the appointment, I developed acute and severe symptoms, including: nausea vomiting diarrhea exhaustion/fatigue excruciating headache leg pain the vomiting persisted for several days, during which I was bedridden and unable to consume food or fluids. I contacted the clinic and expressed that I believed I was having a reaction to dysport. I was told there was "no way" the symptoms were related to the injection. Still uncertain, I returned on (B)(6) 2024, for a follow-up appointment. I reiterated my concern that the reaction might have been linked to dysport. (B)(6) reassured me that it was not. I again voiced concern about the persistent vertical lines above my lips, which she attributed to my "natural anatomy." At this visit, I received a few more dysport units in the glabellar area to address areas that had not responded to the prior injection. Within 45 minutes, I again developed nausea, vomiting, diarrhea, and headache. I returned for another appointment on (B)(6) 2024, where dysport was again used for full-face treatment. Despite my repeated concerns, (B)(6) did not believe the reactions were linked to the product and declined to use an alternative agent. I again experienced the same systemic symptoms within an hour. This time, I also experienced significant bruising on my forehead and under-eye areas. After reporting the bruising, the clinic only offered a topical product for management. On (B)(6) 2025, I was injected with dysport again for a touch-up. My symptoms recurred in a consistent pattern. On (B)(6) 2025, I insisted that an alternative neuromodulator be used. (B)(6) proposed pre-treatment with ondansetron odt 4 mg, a prescription anti-nausea medication. At this visit, she agreed to switch from dysport to daxxify. I experienced no adverse effects from daxxify, strongly suggesting the prior reactions were linked specifically to dysport. At no time during this sequence of events do I believe my concerns were taken seriously, nor do I believe an adverse event report was submitted to the manufacturer or FDA by the provider. I am submitting this report myself in the hope that it will contribute to post-market safety monitoring and help improve future patient care. My experience has caused physical and emotional distress, and I am now undergoing corrective steps with a new provider. Cosmetic reasons- wrinkles/fine lines and lip.